Event description:
A customer reported that unexpected negative reactivity was obtained with the capture-r ready-screen (3) assay on the galileo echo.

Manufacturer narrative:
The result files were reviewed by an immucor technical support specialist. The initial antibody screen resulted as negative. Cell 2 visually appeared positive [customers were made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results]. The customer was asked to repeat the screen using a different lot of test wells. Positive (2+) reactions were obtained in wells 1 and 3 and negative in well 2 as expected. The immucor product investigations lab confirmed the presence of the fya antigen on retention crrs(3), lot r271 with anti-fya, lot 607009 diluted 1:16, using retention crrirc, lot 221920. Controls performed as expected and reagent red blood cells tested exhibited the expected reactivity. Retention products performed as expected. The presence of the fya antigen on returned product (lot r271) was also confirmed. Controls performed as expected and reagent red blood cells exhibited the expected reactivity. Returned products performed as expected. No sample was submitted for investigation.